Event description:
In 01/2004, the pt's device reportedly stopped working. The next day, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's ci device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.